Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen). (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Son is calling on behalf of the customer. The customer is concerned with test results from meter memory of 203, 297, 280, 202 and 222 mg/dl. Customer also says she has been comparing the results from the truemetrix meter to another device and the truemetrix has been running 50-100 points higher; actual meter to meter comparison results were not provided. The customer's expected fasting blood glucose test result range is 90 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen cupboard. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: result 1 : 203 mg/dl date: (B)(6) 2017 time: 5:23pm fasting; result 2 : 297 mg/dl date: (B)(6) 2017 time: 11:41am fasting; result 3 : 280 mg/dl date: (B)(6) 2017 time: 8:28pm fasting ; result 4 : 202 mg/dl date: (B)(6) 2017 time: 4:48pm fasting; result 5 : 222 mg/dl date: (B)(6) 2017 time: 11:15pm fasting. Customer is concerned of all the readings. Customer is concerned that meter is reading higher than expected.